Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that the bed exit was not functional and the scale was inaccurate due to a faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.